Manufacturer narrative:
Device was received with detached end cap. Unable to confirm motor error alarm or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Device had damaged motor slide.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 203 mg/dl at the time of the incident. The customer stated that the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.